Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient made a mistake. The patient was hospitalized for the peritonitis event. The day after event onset, the patient was treated with vancomycin (1 gm, ongoing, route and frequency not reported) and fortum (1 gm, ongoing, route and frequency not reported) for the event. On an unreported date, dianeal therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis (twice a week). At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined further follow up information.